Manufacturer narrative:
The customer¿s report of secondary back flowed into primary bag was confirmed. The primary set was visually inspected for incomplete bonding engagements, holes/tears in the tubing or damages to the components. No anomalies were observed. The check valve was also visually inspected under magnification. The check valve was noted to be assembled in the set correctly, and the silicone membrane was centered. Functional testing confirmed fluid and air bubbles were noticed going into the primary bag. Blue fluid was also noted to have gone past the check valve indicating a faulty check valve. Disassembly of the check valve part resulted in discovery of a particle located between the housing seal area and the affixed silicone diaphragm disk. The size of the particle was measured to be 0.00645¿ long. The particle was identified to be calcium carbonate. The root cause of the check valve failure is due to multiple calcium carbonate particles found in the fluid path that prevented the silicone diaphragm from fully seating against the housing seal area. The origin of the calcium carbonate was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that during an infusion the "vast majority" of the secondary medication of magnesium 1gm/50ml bag back flowed into the primary bag and was empty in "approximately 10 minutes." The secondary rate was set correctly and was elevated above the primary bag. A replacement dose was administered. Customer stated that after investigation and testing, they believe that the check valve on the primary tubing failed and that the secondary infusion contents transferred backward through the valve and into the primary bag. There was no report of patient harm.